Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A pusher wire, coil and introducer sheath were returned for this complaint. The coil and pusher wire arms were not interlocked. The twist lock of the introducer sheath had been opened. The pusher wire was inspected and it was found kinked. The coil was returned stretched and kinked. No more damages were found. Microscopic inspection of the pusher wire was performed and observed that the proximal end has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Dimensional inspection of the main coil were performed and observed that the outer diameter (od) of the zap tip and primary coil were within specifications, however there were lacking fiber bundles.

Event description:
Reportable based on device analysis completed on 31mar2020. It was reported that device stuck in the microcatheter. The target lesion was located in the internal iliac artery. A 5mm x 15cm interlock was selected for use. During procedure, it was noted that coil got stuck in the distal part of the microcatheter and was removed as per usual. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed missing fiber bundles.